Event description:
The patient is scheduled to undergo revision surgery following diagnosis of altr. The following measurements were recorded at 42 months since index surgery: cobalt - 8.8; chromium - 2.9; esr - 2; crp - 1.5. Infection was not diagnosed. The patient was reported to be symptomatic - trochanteric pain.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown rejuvenate modular neck left hip. Additional information has been requested and if received will be provided in a supplemental report. Hospital policy.

Manufacturer narrative:
The patient is (B)(6). An event regarding altr involving a rejuvenate modular device was reported. The event was confirmed. Review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. The complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported altr is considered to be under the scope of this recall.

Event description:
Additional event description provided by sales rep: it was reported that patient had adverse local tissue reaction post primary hip surgery. Doctor revised patients left hip. Restoration modular.